Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not turning on. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used this incident, it was determined that the device was not powering on. A field service engineer (fse) identified that the drawer was opening and unplugging the bus cable. Fse reseated the bus cable, unplugged each drawer and reseated it. Fse identified that the full height drawer 5 was causing the failure and replaced the drawer board and retractor band to resolve the issue. Fse also cleaned the drawer, communication sled and power supply, cleaned the debris from the bottom of the panel, reseated the bus cable and verified all cables for any physical damage. The system functioned as intended after the field service engineer had repaired the device.